Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No devices were returned for evaluation.

Event description:
It was reported that during a fess [functional endoscopic sinus surgery] procedure the bur broke while drilling in the sinuses. There was no report of patient injury. Another bur was used to complete the procedure.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and evaluated. Condition upon receipt: 1 un-sealed sample, part number 1883070hs, from lot number [no in formation] received; equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), ipc console (part ec300) in conjunction with an m4 handpiece (part 1898200t), scale. Evaluation: when compared to the assembly drawing: the irrigation shrink band was not in its typical place; it had shifted distally by approximately 1-1/4¿ and was consistent with a heat related malfunction. It cannot be determined if this was caused during cleaning or during use. When viewed under magnification there was no additional damage or anomalies in the construction which would have resulted in the reported event. A function test confirmed the device would load/lock into a handpiece, run at 12,000 rpm, and cut saw bone with no issues. The complaint was not confirmed for the alleged malfunction [bur broke when using]. Methods ¿ actual device evaluated; visual inspection. Results ¿ thermal problem. Conclusion ¿ operational context caused or contributed to event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.